Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that their was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: continue to have a fuzzy screen due to a bad dvi connection on the dvi output. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to issues with the dvi cable or cable connection, or the dvi output connector on the or hub due to damage observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that their was image loss during procedure. Please note that the procedure was completed successfully.